Manufacturer narrative:
Concomitant medical products: evproplus-29us transcatheter valve; implanted on (B)(6)2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported postoperatively that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which caused the p-wave to fall into refractory and not be tracked. The rv lead was reprogrammed but additional twos was noted and further reprogramming resolved the issue. The rv lead remains in use. No patient complications have been reported as a result of this event.